Manufacturer narrative:
Concomitant products 694765 lead, implanted: (B)(6) 2013; 419478 lead, implanted: (B)(6) 2006. Product event summary: the distal segment was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise that resulted in unnecessary mode switching. Additionally, variable thresholds were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.